Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain and discomfort behind the ear where the eyeglasses are rubbing against the implant beneath the skin. Subsequently, the device was explanted on (B)(6) 2025, and the patient was re-implanted with another device during the same surgery.